Manufacturer narrative:
The lot number of the device is unknown at this time. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost effective therapy due to lead migration (reference MFR. Report#: 3006705815-2018-02456 and 3006705815-2018-02457). On (B)(6) 2018, the patient underwent surgical intervention where the physician attempted to place a trial lead without success due to scar tissue.